Manufacturer narrative:
One probe sample was returned for evaluation for the report of a cutting failure during surgery. A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and it was deemed conforming. Actuation testing was performed and it was deemed conforming. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed conforming. The complaint evaluation did not confirm the probe had a cutting issue. The probe functional performance testing met specification. The root cause of why the customer thought the probe did not cut could not be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe would not cut from the beginning and in the middle of a vitrectomy procedure. The procedure was completed after replacing the product with another one. The status of the probe's aspiration was unknown. There was no harm to the patient. No additional information is expected.